Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy using a minicap, the patient experienced the "minicap removed from the pd catheter". According to the reporter, the patient connected to patient line on the machine and noticed blue color in the patient line. Subsequently, the patient experienced an unspecified infection. The cause of the infection was not reported. The patient was treated with unspecified intraperitoneal antibiotics for the infection. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6, and h11. B5: upon follow up it was reported that the patient "appears" to have had a reaction to the betadine (povidone iodine) solution in the minicap. H11: the actual device was not available; however, 28 unopened companion samples were received for evaluation. Visual inspection with the naked eye was performed on the samples and did not identify any abnormalities that could have contributed to the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The instructions for use (IFU) is contained in the direction insert and is included in each carton containing minicaps. The IFU contains a warning not to use this product if there is a known history of allergic reaction to iodine (povidone iodine). Should additional relevant information become available, a supplemental report will be submitted.